Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in backup mode with no backup defibrillation function. The ICD was explanted and replaced. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of device reset was confirmed. The device was received in backup mode with normal telemetry communication. The analysis of the device image indicates the MRI setting was disabled, and a power-on reset (por) has occurred, which turned the device into backup mode. Due to a lack of supporting external causes, the reset condition is consistent with a hybrid anomaly. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed, including cold temperature soaking, telemetry communication, and output verification, did not identify any functional issues. Backup condition could not be reproduced.